Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue and replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm; however, failure analysis has not completed their investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced a non-recoverable fault on arm 2. Site had recovered several times. The customer did mid procedure restart and ended up disabling arm to complete the case. Technical support engineer (tse) had site restart the system one more time when no one was in the room, but errors returned. The procedure was completed with no reported injury.

Manufacturer narrative:
The universal surgical manipulator (usm) was returned and evaluated by the failure analysis (fa) team. The failure analysis performed a visual inspection and found no problems related to the reported issues. Checked and verified error 23138 in lighthouse (aperture) and then installed usm on an internal equipment, fixture, or tool (eft) system and powered on. The system powered on with no errors or failures but as soon as usm clutched and moved error 23138 came up triggering fault. Confirmed reported issues and possible root cause faulty hall sensor or encoder disk that has slipped or failure of the fpga. Gear boxes have passed the inspection criteria. Upon further investigation, the unit passed all patient side cart fixture test platform (pftp) testing and was functional as designed. Error 23138 did not show up during the test. Error intermittently appeared on the yaw motor module. From these findings, failure analysis concluded that the yaw motor module is the root cause of the issue.

Event description:
Refer to h11 for follow-up information.